Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and hospitalization was found.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate high measurement or to determine if it could have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately," and advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel."

Event description:
The patient reported that she was admitted into the hospital with her blood glucose reading at 25 mmol/l (450 mg/dl) and "high" (> 27.8 mmol/l) (> 500 mg/dl) and that there was ketones present. She was placed on an intravenous drip of saline and insulin. The pdm was reading 5 mmol/l higher than the hospital meter.